Manufacturer narrative:
D10 concomitant product: vlft10lsgen, valleylab ft10 vessel sealing generator (serial#(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during procedure, a sealing issue occurred while sealing small vessels with the device connected to a generator, where sealing was described as inadequate or partial despite evidence of energy delivery and end tones being heard, and the seal was reported to bleed after cutting. There was no re-grasp alert or other error that occurred. The bleeding was approximately 600ml, and the patient is currently being monitored and treated with anti-biotics for a collection in the abdomen. Blood transfusion was not necessary, and there was no medical/surgical intervention or reoperation done to patient to stop the bleeding. The generator was used since the event without any problem. The healthcare professional completed the procedure with diathermy and ties. They continued to use the device at times but felt the seals were not complete.